Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had crack in battery compartment and small cracks with pieces missing in the reservoir chamber. Customer's blood glucose was 125mg/dl. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return or analysis.

Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip no broken or missing part noted.